Event description:
It was reported that post a percutaneous coronary intervention, shaft tear occurred. The target lesion was a chronic totally occluded artery. A crossboss catheter was used during the procedure, the catheter was removed and a longitudinal tear was noted on the outer shaft of the catheter during flushing while outside of the patient. The procedure was completed with this device. No patient complications were reported; however, the patient later expired of an unknown cause unrelated to the crossboss catheter.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed there was blood in the lumen of crossboss catheter. The shaft appeared inflated adjacent to the distal end of the proximal hytrel shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed inflated shaft. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).

Event description:
It was reported that post a percutaneous coronary intervention, shaft tear occurred. The target lesion was a chronic totally occluded artery. A crossboss catheter was used during the procedure, the catheter was removed and a longitudinal tear was noted on the outer shaft of the catheter during flushing while outside of the patient. The procedure was completed with this device. No patient complications were reported; however, the patient later expired of an unknown cause unrelated to the crossboss catheter.